Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty monitor. System operates as intended.

Event description:
It was reported that during a case the system started smoking, then lost the image. No pt injury was reported.